Event description:
Customer reported that she received a low glucose alarm and the insulin pump went into threshold suspend. Customer stated that the sensor was reading 48 mg/dl but her blood glucose was 98 mg/dl. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.